Event description:
Pk papyrus covered stent systems were selected for treatment of a type iii cs/IV perforation (15 mm length) occurred during post-dilatation of a des. After the first pk papyrus was placed, the perforation was not completely sealed (reported separately), so a second pk papyrus was deployed (3.0/20, complaint device). A possible edge dissection at the edge of the second stent suspected, so an onyx frontier was deployed. Afterwards, an impella was placed and the patient left cath lab to ICU. Patient continued to have severe hemodynamic compromise despite increasing mechanical support. Family ultimately decided to withdraw care.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the production documentation were reviewed to establish whether a device deficiency contributed to the event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review, no manufacturing related root cause could be identified. The treating physician rated the outcome as no device- but procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.